Manufacturer narrative:
(B)(4). Date sent: 03/03/2021. D4: batch # u5df9y. H6: component code = safety (g06). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with an gst45b reload present. The reload was received unfired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that product failure is multifactorial. It should be noted that a 60mm device is designed to work only with 60mm reloads, verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered IFU. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open sigmoidectomy, the knife moved all the way but did not return to home position at the firing on the colon. The knife was returned forcibly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.